Manufacturer narrative:
The essence brush head is an accessory to the essence power toothbrush.

Event description:
Consumer complained about bristles falling out, making them choke. No medical attention sought.